Event description:
The customer reported that during a case, the system displayed a security switch error message while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. However, multiple security switch errors were found in the error log. The hand control assembly was replaced. The system was tested and found to be working as intended and put back into service.